Event description:
It was found through obituary search by the edwards implant patient registry that the patient expired two days post transfemoral tavr procedure. According to the medical records provided by the facility the patient underwent the tavr procedure without complications. Post deployment the 29mm sapien xt valve had trace paravalvular leak (pvl) and no residual gradient. The patient was transferred to the floor on the following day in stable condition. On pod-2 the patient was doing well and was discharged home. At that time, he was slightly anemic (hemoglobin of 9.0 mmhg), but otherwise stable. The patient died the same day at home. The death certificate listed aortic stenosis as the cause of death, with an approximate interval of 4 months between onset and death. It was reported by the valve clinic coordinator that the patient demise may have been related to a conduction system disorder, but this could not be confirmed because an autopsy was not performed.

Manufacturer narrative:
In this case, the exact cause of death 2 days post tavr procedure cannot be confirmed. However, according to the information provided by the facility, it may have been related to a conduction system disorder. In addition, the patient had multiple serious co-morbidities (i.e. A-fib, copd, ckd) and was of advanced age (87 years). There is insufficient information to determine if a relationship existed between the patient¿s death and the implanted valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. (B)(4).